Manufacturer narrative:
H10. H3, h6: the devices, used in treatment, have not been returned for evaluation. It is noted that the canisters were disposed of after use. Due to this, we are unable to establish a relationship between the events reported and the devices or determine a root cause on this occasion. No batch/lot details have been provided, due to this we are unable to conduct a device history review, however at this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Complaint history for the reported event has been reviewed, revealing further instances. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. The instructions for use offer further guidance with regards to false alarms. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during inspection device presented canister full alarm even though the canister is empty, or has just been changed. No harm or injury reported.